Event description:
It was reported that this pacemaker exhibited a suspected decrease in longevity. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis showed that the battery appeared to be depleting more quickly than expected. Boston scientific technical services (ts) recommended device replacement. The device remains in service at this time. No adverse patient effects were reported. Additional information was received that this pacemaker was explanted due to premature battery depletion. A new pacemaker was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population. Patient code 3191 was applied to capture the reportable event of surgery.

Manufacturer narrative:
Patient code 3191 was applied to capture the reportable event of surgery. The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker exhibited a suspected decrease in longevity. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis showed that the battery appeared to be depleting more quickly than expected. Boston scientific technical services (ts) recommended device replacement. The device remains in service at this time. No adverse patient effects were reported. Additional information was received that this pacemaker was explanted due to premature battery depletion and a new pacemaker was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited a suspected decrease in longevity. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis showed that the battery appeared to be depleting more quickly than expected. Boston scientific technical services (ts) recommended device replacement. The device remains in service at this time. No adverse patient effects were reported.